Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer started to lose insufflation because they were checking for a needle in the trocar after the suture broke during insertion. The needle was found in the assist port trocar. The procedure was completed as planned with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient harm. The rate of insufflation loss was unknown. The procedure was a hysterectomy. The reporter did not have any additional information to provide.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.